Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of a vapr p90 electrode broke off into the joint space. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the pt.